Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received calibration errors, change sensor alert and a low transmitter alert on the enlite sensor. The bad sensor alert occurred after a second consecutive calibration error. The blood glucose reading was 115 mg/dl. Nothing further reported.